Manufacturer narrative:
The tenaculum forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis (fa) replicated/confirmed the customer reported complaint. Fa found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure. A review of the instrument log for the tenaculum forceps instrument (470207-10/n10200817 0036) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted procedure, the tenaculum forceps instrument had a frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter but was told that there was no further information available.